Event description:
It was reported that the patient was seen in clinic for follow-up and a routine computed tomography (CT) morphology. Extrinsic outflow graft obstruction (eogo) was noted on the CT. The CT indicated that the inflow cannula was canted slightly posteriorly, though there was no evidence of inflow obstruction based on left ventricular (lv) geometry. There was a normal appearing outflow graft with accumulated biodebris in the bend relief structure causing ~50% luminal stenosis. Log files were sent for review. The event log captured routine events and the ventricular assist device (vad) and peripheral equipment were functioning as intended. Vad parameters were stable throughout the log file despite the CT findings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation. A specific cause for this event could not conclusively be determined through this evaluation. The controller event log file contained events from 28jul2025 through 06aug2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
CT images were not available. The patient was asymptomatic. The plan of care was to monitor with a follow up visit and imaging in 3 months.